Manufacturer narrative:
The lot number was not provided. Therefore the UDI is not available. The review of the manufacturing paperwork could not be performed as the lot number(s) were not available. (B)(4). According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak, aneurysm enlargement, surgical conversion, and death.

Event description:
On (B)(6) 2011, the patient with hemorrhagic diathesis underwent an endovascular repair to treat a fusiform abdominal aortic aneurysm using a non gore device(s) (cook zenith). A small endoleak was reportedly identified. However, the physician reportedly took a wait and watch approach to treating the endoleak. On (B)(6) 2015, imaging identified a distal type I endoleak from the patient¿s right leg was confirmed. It was reported an embolization of the right internal iliac artery using coil was performed to treat the endoleak. Additionally, a contralateral leg component was implanted, whose distal end was located in the external iliac artery. On (B)(6) 2017, imaging identified a type 2 endoleak, a single lumber artery connecting to the aortic aneurysm was embolized. The maximum diameter of the aneurysm was reportedly measured at 85mm. On (B)(6) 2018, expansion of the aneurysm was reportedly confirmed. It was reported the aneurysm measured at maximum diameter of 91mm. However, an endoleak could not be detected by CT or angiography. On (B)(6) 2018, surgical replacement of the abdominal aorta to a synthetic vascular graft (hemashield manufactured by getinge) was performed. The zenith main body and the legs were explanted (including the gore contralateral leg component). However, since the main body had a suprarenal stent, it was explanted with its proximal part, positioned below the renal artery, remaining in the body. After the replacement, the condition of the patient was stable. On (B)(6) 2018, the condition of the patient reportedly changed suddenly in the midnight. It was reported a decrease of the blood pressure was recognized. On (B)(6) 2018, the patient reportedly expired due to hemorrhagic diasthesis.

Manufacturer narrative:
Additional information: upon further review of the event, it was determined that this event is not reportable. According to md24757 section 4.2., adverse events with the use of non-gore® manufactured accessory, or adjunctive devices will be considered caused or contributed when the following conditions are met: the non-gore® manufactured device is used during a procedure to implant a gore® device; the user alleges the gore® device contributed to the event; the non-gore® manufactured device is in contact with gore® devices; and death or serious injury occurs during the procedure. As it was reported there was no issue with the gore device, and there is no allegation suggesting a gore device contributed to the endoleak, conversion, and death the report will retracted.

Manufacturer narrative:
Upon further review of the event, it was determined that this event is not reportable. It was reported the gore device wasn't involved in the patient's death. Additionally, it was reported there was no issue with the gore device, and the type iii -b endoleak originated from non-gore manufactured endoprosthesis.